Event description:
It was reported that tandem mobi pump issued cartridge alarm and customer¿s blood glucose level rose to a high reading, though specific value was unknown. No additional information was received regarding any further impact to the customer¿s blood glucose level. Customer delivered correction dose using pump, did not seek help from third party, and then changed cartridge, after which pump use and insulin delivery were successfully resumed. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.